Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a spine screw, the exact product is unknown (hybrid fusion l4-s1, plif in l5/s1 with implantation of two cages). Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2008). Due to breakage of a screw l4 right with loosening of a screw l4 left, the patient was revised on (B)(6) 2012.